Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 7/3/2017 a medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue after multiple mechanical function tests. System passed all tests and is working normally. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that the gantry door of the imaging system was intermittently not opening. No further information was provided on the issue. There was no patient present at the time of the issue.